Manufacturer narrative:
Facility experienced an event with endopath ets on 6/27/97 while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974200. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, abcde broken tow; batch number, abc k00w6r d k; cartidge pan in place/condition, abcde yes/good; condition of drivers, ad rolled bce good; lockout tabs on pan condition, abcde fired and position/condition of wedge sleds, acd partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not form staples properly" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. The returned cartridges had broken towers. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a laparoscopically assisted vaginal hysterectomy the 1st firing was ok. On the 2nd and 4th firings, there was inconsistent staple formation. On the right side most staples formed, on the left side no staples formed, or very few. A picture is being sent showing the staple formation. The staples did not form on the specimen side. An er320 was used to control bleeding. Another tsw35 was opened to complete the case. The rep is also sending 4 add'l cartridges. The stapler misfired with all cartridges. The surgeon stated tactile feedback did not feel smooth like it usually does when firing. There was no consequence to the pt.